Event description:
It was reported that the customer had low blood glucose and his insulin pump was malfunctioning. Caller stated that the customer's insulin pump was alarming motor error, squirting the insulin out during the manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarms noted. The insulin pump had cracked display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.